Event description:
Account alleged the head of the bed was drifting. No pt impact.

Manufacturer narrative:
Technician is unable to duplicate the issue, warehouse repair. No further information is available on the repair at this time.